Event description:
An asymptomatic patient present in clinic and noted experiencing some light headedness while driving. Noise was observed on real-time egm. Noise was recreated with some pocket manipulation. It was noted that the device was sensing the noise and inhibiting pacing. A lead fracture was suspected.

Manufacturer narrative:
Na